Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported after one week post-op, the patient was complaining of chest pain. The patient was admitted to the hospital, and received an x-ray, and echo. The x-ray results determined that the lead had perforated, and the echo showed a trival pericardial effusion. The lead was repositioned on (B)(6) 2019. No adverse patient effects were reported.